Manufacturer narrative:
The local area field representative was contacted for additional information. The patient was scheduled for follow-up at a later date. At this time, there were no records of device reprogramming. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received multiple shocks. The episode was reviewed and the patient appeared to be in atrial fibrillation (af) and the atrial rate was greater than the ventricular rate. The inappropriate shocks did result in therapy exhaustion with the episode ending approximately eight minutes after the last delivered shock. Boston scientific technical services (ts) discussed the device therapy zones and programming. No adverse patient effects were reported.